Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to pneumonia and an infection and stated that her blood glucose was also elevated. She did not have a blood glucose reading. She reported that she had diabetic ketoacidosis. She sated that there was nothing wrong with the insulin pump. The blood glucose reading was over 400 mg/dl. Nothing further was reported.